Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 25 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was not released. There was no report of infection, injury or harm associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.